Event description:
The patient returned to the pain clinic on (B)(6) 2010 due to a sudden loss of therapy. The patient was not predisposed with any other symptoms and there was no known exposure to emi. Device interrogation revealed that electrode pairs involving #14 or #15 had impedance greater than 10,000 ohms. An end of service (eos) message was displayed and the total lifetime hours used was 408. The physician believed the device should be replaced.

Manufacturer narrative:
(B)(4).